Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional battery testing were performed were performed. The low battery alarm was identified during battery testing. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.